Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer transposed the carbohydrates and blood glucose values when entering values into the pump multiple times. The customer's blood glucose (bg) levels were reported to be over (300 mg/dl) and (above 20 mg/dl- above 30 mg/dl) the customer would take boluses to stabilize high bg's, stopped insulin delivery and consumed carbohydrates to stabilize low bg's.